Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) had early elective replacement indicator (eri) and inappropriate shocks. The patient was given the option to replace the device but opted out. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.